Manufacturer narrative:
Per the good faith effort (gfe) response received, there was actually no malfunction with the device as the customer was just inquiring about device usage. No troubleshooting or tests were performed. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume did not reach 600. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the tidal volume did not reach 600. The investigation is ongoing.

Manufacturer narrative:
(B)(6).